Manufacturer narrative:
The device evaluation was completed on 11/4/2020. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. This was 3rd use of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Smarttouch sf catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After ablation was conducted for pulmonary vein isolation (pvi) with ¿box¿ technique, superior vena cava (svc), cavotricuspid isthmus (cti) was performed, when smarttouch sf catheter was removed from the sheath for changing to the lasso catheter, there was blood leaking from the valve. The physician reported that the valve was damaged. From the physician, the sheath¿s valve was weak because he had been alerting him to the removal and insertion of the valve in advance. There is no particular feeling of damage. The procedure was completed without patient's consequence. The device was visually inspected and it was found in good conditions. A functional test was performed by introducing the dilator and one smart touch catheter into the sheath, no resistance or friction was observed. Then, the sheath was connected to the cool flow pump and it was irrigating correctly. A device history record was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since no issues were observed during the product investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. This was 3rd use of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Smarttouch sf catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After ablation was conducted for pulmonary vein isolation (pvi) with ¿box¿ technique, superior vena cava (svc), cavotricuspid isthmus (cti) was performed, when smarttouch sf catheter was removed from the sheath for changing to the lasso catheter, there ws blood leaking from the valve. The physician reported that the valve was damaged. From the physician, the sheath¿s valve was weak because he had been alerting him to the removal and insertion of the valve in advance. There is no particular feeling of damage. The procedure was completed without patient's consequence. The event occurred 3.5 hours from the start of the case. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).